Event description:
Patient sustained abrasions to both knees when the trackmaster tm425 treadmill began to increase speed beyond preset parameters in protocol stage 1. There was no serious injury to the patient.